Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Conclusion of assessment; presence of extensive heterotopic ossifications close to the arthroplasty with likely bony impingement problems in an elderly patient with previous extensive hip revision surgery and thus associated high instability risk has contributed to an overload condition in the arthroplasty with dislocation requiring revision surgery. Patient related factors identified that contributed to the event; extensive heterotopic ossifications close to the arthroplasty (brooker grade-3) with likely bony impingement. Higher patient age ((B)(6)) also carries an increased hip instability risk device related factors that caused or contributed to the adverse event; no device-related factors are associated with any of the implanted devices. Device not returned.

Event description:
It was reported that patient's right hip was revised due to dislocation of the stryker head from a competitor liner. Patient was revised to another competitor liner and a biolox delta ceramic head. Update 07 sep 2018: a review by a clinical consultant has identified range of motion issues (bony impingement) and instability.